Event description:
Pt with multiple medical problems including congestive heart failure, renal insufficiency, and peripheral vascular ischemia, was placed on 1 mg/ml morphine with a prescribed rate of 2 ml/hr for comfort care. Upon completion of the programmed delivery (vtbi), the rate was mistakenly increased to 20 ml/hr. The dosing error was not realized until 3.75 hrs later. The effect of the overdose could not be reversed and the pt expired.